Event description:
The patient's spouse reported a false positive result with the ID now covid-19 performed on (B)(6) 2021 with an unknown sample. Rt-pcr confirmation testing was performed on (B)(6)2021 on an unknown sample type and generated negative results. The customer reported the passenger was fully vaccinated on (B)(6) 2021. Due to the false result, the patient was unable to board her flight. No additional patient information, including treatment and outcome, was provided

Manufacturer narrative:
The investigation is still in progress. A supplemental report will be provided after completion.

Manufacturer narrative:
This supplemental report is being submitted to provide the investigation conclusion. Testing was performed at abbott diagnostics (B)(4), inc. On retained kit lot m149204 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 190-000 / lot m149204, test base part number 190-430 / lot m149204. The lot met the required release specifications. A review of the complaints reported as false positive patient results (confirmed and unconfirmed, conflicting results) related to kit lot m149204 showed that the complaint rate is (B)(4). In conclusion, abbott diagnostics (B)(4) was unable to determine the exact root cause of the reported issue, as the logfiles were not provided, however a possible assignable root cause is sample interference or cross contamination.